Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis (improper component placement). (B)(4).

Event description:
On (B)(6) 2018, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. After the rlt281216j/15710854 was implanted, the ipsilateral distal end was unintentionally covering the right internal iliac artery (riia). The physician tried to push up the plc161200j. It was unsuccessful and the riia remained covered. It was decided to monitor it. It was reported that the cause of covering riia was due to the physician¿s guide wire operation during the deployment. The detail information was not obtained. The procedure was concluded. The patient tolerated the procedure.